Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The patient experienced small pericardial effusion with no cardiac tamponade and had inconsequential troponin elevation, but remained hemodynamically stable; the patient received a blood transfusion. Repeat images showed the perforation was sealed with no extravasation present. There were no adverse patient sequelae and there was not a clinically significant delay. No additional information was provided. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The 2.8x26 rx graftmaster device referenced was filed under manufacturer report number 2024168-2016-09206. The 3.5x19 rx graftmaster device referenced will be filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation in the left main to diagonal coronary artery. An attempt to cross the perforation was made with a 2.8x26 rx graftmaster covered stent system, but this device failed to cross due to resistance against an unspecified 6fr guiding catheter (gc) and vessel calcification. The 2.8x26 rx graftmaster was retracted with resistance felt against the gc. Since the longer length graftmaster was unable to cross, shorter sizes of graftmaster were then selected for complete coverage of the perforation. A 2.8x19 rx graftmaster was then deployed but extravasation was still noted, possibly due to stent graft leak. A 3.5x19 rx graftmaster was then advanced with resistance felt against the same 6fr gc and was, thus, unable to be advanced to the perforation. The 3.5x19 rx graftmaster was then retracted through the gc with resistance felt which also caused the buddy wire to be pulled out. The 6fr gc was exchanged for an unspecified 7fr gc and the 3.5x19 rx graftmaster was able to be advanced and deployed. Extravasation was still noted possibly due to stent graft leak; thus, a 3.5x16 rx graftmaster was deployed and the perforation was sealed. It was then noted that what was initially thought to be continued contrast extravasation after deployment of the 2.8x19 and 3.5x19 rx graftmaster stents, appeared to possibly be contrast appearing from retrograde filling from the left internal mammary bypass graft to the perforation; however, this could not be confirmed and stent graft leak cannot be ruled out for these stents.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported patient effect of hemorrhage is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation; however, the reported treatment appears to be related to circumstances of the procedure. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.